Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip was successfully deployed in the femoral artery. Later in recovery it was noticed there was no blood flow in the leg. Surgery was performed where the collagen of the angio-seal was found occluding the artery. The patient was stable after the procedure and discharged.